Event description:
E500 with gdm after normal working in vc simv mode ventilator stopped giving breaths, gas has gone thru the emergency air intake. There was not any alarm. After turning the device off and on the device works normally but the trigger knob doesn't work properly, there is not any relation when rotating the knob and because of that there is no possibility to perform test procedures in setup.